Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitive troponin-I reagent, lot 80168ud01 to address the customer¿s observation of falsely elevated results. Review of tracking and trending data for lot 80168ud01 did identify an increase in complaints, however, the search by list number did not identify an increase in complaint activity for the current complaint issue. Device history review did not identify issues associated with the customer¿s observation. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot 80168ud01.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one sample (sample ID, gender and age not available). The result was not reported out of the lab. The following data was provided (reference range: males <0.034 ng/ml, females <0.0156 ng/ml): initial alinity I stat high sensitive troponin-I result 0.104 ng/ml, retest result 0.002 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 4z21, with 510k number k202525. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one sample (sample ID, gender and age not available). The result was not reported out of the lab. The following data was provided (reference range: males <0.034 ng/ml, females <0.0156 ng/ml): initial alinity I stat high sensitive troponin-I result 0.104 ng/ml, retest result 0.002 ng/ml. No impact to patient management was reported.